Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 46-year-old female patient who had essure (batch no. 626583) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal, follicular cyst of ovary, endometriosis, pelvic pain and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (abdominal hysterectomy with bso). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007, (B)(6) 2008. Discrepancy noted in date of removal (B)(6) 2018. Right side: the essure device was deployed and three springs were seen protruding from the tubal ostia. Left side: three springs again seen deployed within ' the uterine cavity. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received: event 'medical device removal' was updated by 'chronic pelvic pain'. Lot number, medical history, reporter information were added. Event endometriosis added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 46-year-old female patient who had essure (batch no. 626583) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal, follicular cyst of ovary, endometriosis, pelvic pain and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (abdominal hysterectomy with bso). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007, (B)(6) 2008. Discrepancy noted in date of removal (B)(6) 2018. Right side: the essure device was deployed and three springs were seen protruding from the tubal ostia. Left side: three springs again seen deployed within ' the uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.